Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to inquire on how to connect the meter to her new pump. Customer was assisted with deleting her old pump number and reconnecting new pump to meter. While assisting customer, customer had a blood glucose value of 401 mg/dl, stating she just ate. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.